Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level. Reportedly, the continuous glucose monitor read "high", however, a bg value was not provided. The cause for reported issue was unknown. A bolus was delivered to address bg level. The customer declined further troubleshooting with tandem technical support, and continued to use pump for insulin therapy.